Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of restenosis of vessel in stented segment is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A supera stent was implanted on (B)(6) 2019. Five months later on (B)(6) 2020, the patient felt symptomatic and was rehospitalized. Via angiography in-stent restenosis was noted. The restenosis was treated with balloon dilatation and was re-stented. The patient is fine and no adverse patient sequela was reported. The account could not provide further details about the patients symptoms. No additional information was provided.